Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: additional information - correction. H6: event problem and evaluation codes ¿ correction. Data correction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.